Event description:
The customer reported the system is intermittently not booting up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The boards and connecters were reseated during the service call. The system was tested and found to be working as intended and put back into service.